Event description:
It was reported that the patient was revised due to instability , implant awareness and groin pain.

Manufacturer narrative:
It was noted that the original date of implant was approximately 22 years ago. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. Dark discoloration and adhered debris were observed throughout the taper. A material analysis has been performed. The report concluded: ¿portions of the femoral head taper surface were discolored and covered in dark adhered debris. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the devices examined.¿ the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient was revised due to instability, implant awareness and groin pain.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot visual inspection: visual inspection was performed as part of the material analysis report (mar). Dark discoloration and adhered debris were observed throughout the taper. A material analysis has been performed. The report concluded: ¿portions of the femoral head taper surface were discolored and covered in dark adhered debris. The debris composition was consistent with a corrosion product. No material or manufacturing defects were observed on the devices examined.¿ dimensional inspection: not performed as the device was implanted and therefore not dimensionally the same as when it was manufactured. Functional inspection: not performed as the device was implanted and therefore not functional. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the patient was revised due to instability , implant awareness and groin pain.